Event description:
It was reported ongoing occlusion alarms occurred, past dates were not provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.